Event description:
It was reported miethke that a progav 2.0 valve (part # fx410t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the valve was believed to be occluded. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), weight: (B)(6) kilograms (kg), height: 40 centimeters (cm), gender: unknown.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the progav 2.0® was manufactured by a qualified employee in november 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh20. The valve was inspected as article fx410t. All parameters have been inspected and signed during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the progav 2.0® was returned submersed in an unidentified liquid in the provided returnkit. Visual inspection: slight scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav 2.0® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational and the braking force was within the given tolerances. Result: first, a visual inspection of the progav 2.0® was performed. No significant deformations or damage to the valve were detected during the visual inspection apart from slight scratches. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve operates as expected and met all specifications. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim of occlusion was not able to be substantiated. At the time of the investigation, no detectable failure was observed with this valve. However, it is possible that the deposits observed inside the valve could have led to the reported event. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.